Event description:
The patient has two model 3186 leads (from the same lot) implanted as part of her scs system. It was reported the patient was experiencing discomfort near the left side of his rib cage. X-rays taken revealed one of the patient's scs leads had migrated. The patient's lead was repositioned during revision surgery on (B)(6) 2014, and the issue has reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.